Event description:
The customer stated a prism analyzer generated falsely elevated (B)(6) results for six patient samples and the negative control. Individual patient data was not provided. The falsely elevated results were not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The issue was resolved at the customer site by replacing the conjugate wash pump and the conjugate wash station. In addition, the transfer station was cleaned and volume validation of the channel was performed. The issue did not recur. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. No product deficiency was identified.